Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had several pump error alarms on the insulin pump. Customer does not know her blood glucose reading at the time of the incident. Customer was assisted in clearing the alarm. Customer stated that the pump was exposed to a high magnetic field when she had a MRI today. Customer was not able to clear the alarm and check the history. Customer was advised that the pump will need to be replaced. Customer was advised to revert to a back-up plan per health care provider instructions.

Manufacturer narrative:
The insulin pump received with a critical pump error found in the formatted history file due to force sensor zero offset out of spec. The force sensor measured to be -0.1 mv. Unable to perform functional test including self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device received with minor scratched display window and case.